Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced burning and pain at the ipg site. The physician ordered blood work to determine if the patient had an infection. F/u info revealed the patient's tests results were negative for infection and no drainage was present at the incision site. However, the patient continued to complaint of infection. Subsequently, the physician prescribed the patient keflex and advise the patient to keep the incision site clean and apply bacitracin or neosporin. The physician advise the patient to seek a second opinion regarding the infection. Further f/u info revealed the patient's issue regarding the pain and burning at the ipg site has not resolved. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.